Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant the patient¿s insertable cardiac monitor was found to be sticking out if its pocket. It was thought the patient had been twiddling with the device. On (B)(6) 2017 the physician simply pulled out the device. A subsequent replacement was discussed. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.